Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2011-03514 for the other associated device information. It was reported to boston scientific corporation that a three port through the tube jejunal feeding tube (j-tube) was used during a procedure performed on (B)(6) 2011. According to the complainant, the j-tube was placed within the patient (the subject of MFR report #3005099803-2011-03513). Upon closing the cap, the top of the feeding port cracked. This device was removed from the patient. A second j-tube was placed within the patient (the subject of MFR report #3005099803-2011-03514), however, approximately two to two and half weeks later, the feeding port cracked as the patient was being fed. The patient used tape to repair the device and prevent leaking. This tube is still implanted within the patient and being used for feedings. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the device revealed the tip had dissolved and the remaining opening was without issue. The suture was present on the distal end of the device. The suction port was closed. The hub, including the medication port and feeding port, had broken off from distal end of connector. The broken proximal section of the hub was not returned. Numerous material fractures were found in the material adjacent to the break. The condition of the returned unit was consistent with the complaint incident that the feeding port was broken. It remains unknown if the defect occurred due to design, supplier quality, manufacturing/ packaging, customer handling/prep of the device or procedural factors, therefore the most probable root cause is undeterminable.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2011-03514 for the other associated device information. It was reported to boston scientific corporation that a three port through the tube jejunal feeding tube (j-tube) was used during a procedure performed on (B)(6), 2011. According to the complainant, the j-tube was placed within the patient (the subject of MFR report #3005099803-2011-03513). Upon closing the cap, the top of the feeding port cracked. This device was removed from the patient. A second j-tube was placed within the patient (the subject of MFR report #3005099803-2011-03514), however, approximately two to two and half weeks later, the feeding port cracked as the patient was being fed. The patient used tape to repair the device and prevent leaking. This tube is still implanted within the patient and being used for feedings. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The exact age of the patient is unknown (B)(6). (B)(4) for the reported event of cracked feeding port. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.